Manufacturer narrative:
On july 17, 2024, the mentor failure analysis lab received the device for evaluation. - complete UDI has been added to field d4 on this form. On july 24, 2024, device evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sm mpps dv 475cc breast implant was found to be deflated. A tear measuring approximately 0.2 cm on the anterior view was observed. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear in the remaining area could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 2, 2024, mentor became aware that the left breast implant was explanted on (B)(6) 2024 when the valve would not work during a volume fill surgery. The right implant was exchanged on (B)(6) 2024 for a deflation post volume fill procedure on (B)(6) 2024. Date of explant under fields d6b have been updated on this form accordingly. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent primary breast augmentation with 475cc mentor smooth round moderate plus profile on both sides and experienced bilateral breast implant deflation postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.